Event description:
Hamilton medical ag received the following event description: during ventilation, the circuits creates a lot of humidity. Additionally, the leak test did not pass. No harm to the patient, user or third party was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation is ongoing. Follow-up 1: device evaluation updated fields: b4, g3, g6, h2, h6 hamilton medical ag did not receive the logfiles related to this event for analysis. All important actions such as operator settings, actions and alarms, etc. Would have been documented in the logfiles. Additionally, the breathing sets were not available for investigation. Potential root causes for the accumulation of water in the breathing sets during ventilation could include: incorrect position of flow sensor and patient (below patient) inappropriate device settings (h900) current ventilation conditions together with ambient influences (e.g. Low room temperature, cooling effects of air conditioning etc.) Based on the available information, a definite root cause cannot be determined. This event remains reportable as in the event that the same problem arises during ventilation, the therapy might be affected and therefore a potential deterioration in the patient's state of health cannot be excluded.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation, the circuits creates a lot of humidity. Additionally, the leak test did not pass. No harm to the patient, user or third party was reported.